Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had a tampon fall apart upon removal leaving pieces inside. She experienced pain and developed an infection due to piece of tampon stuck inside. She also had irritation and overall sick feeling.